Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. Energy verification check did not meet specifications, indicating low laser power. The company representative then, performed the photo-monitors (pmon) calibration and terminal efficiency calibration. That resolved the issue after verifying the energy and the laser worked as intended. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to photo-monitors that are out of calibration. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported low laser power during a retinal procedure. The standby system was used to complete the procedure with no patient harm.